Manufacturer narrative:
The device has not been returned to the manufacturer, therefore, resmed is unable to determine if a device fault contributed to the incident. Resmed is in communication with the reporter to obtain additional information regarding the event details and requested the unit be returned so that an investigation can be performed. If the device is returned and the investigation has been completed, resmed will provide a follow-up report with additional information. (B)(4).

Event description:
It was reported to resmed that a patient had an oxygen desaturation due to a split in the nasal cannula tubing of an acucare mask. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The hfnc product was not returned to resmed for an extensive engineering investigation. No product was returned for investigation and no pictures or more details were provided to confirm the reported torn hfnc. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported torn tubing was most likely due to the overall membrane thickness. The clinical opinion suggests that failure of a hfnc to provide adequate therapy is highly unlikely to results in a serious adverse event or death because of the close monitoring (B)(4).